Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that it was a dummy pump used in hospital. The hcp is not able to complete prime steps, the insulin pump always goes back to prime star. The insulin pump will not be returned for analysis.